Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 mixed tricuspid regurgitation (tr) for a triclip procedure. During the procedure, four triclips were successfully implanted. The tr was reduced to grade <1 post procedure. On (B)(6) 2026, transesophageal echocardiogram(tee) revealed a single leaflet device attachment(slda) from the septal leaflet. Recurrent tr of grade 3 was reported. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported single leaflet device attachment (slda) could not be determined. The recurrent tricuspid regurgitation was a cascading effect of the slda. Tricuspid regurgitation is listed in the instructions for use as known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.